Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubrication. The patient allegedly attempted to insert the catheter but could not; causing soreness. No medical intervention was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. The patient attempted to insert the catheter; however, could not. The attempt allegedly caused soreness; however, no medical intervention was needed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter lacked lubricity. The patient attempted to insert the catheter; however, could not. The attempt allegedly caused soreness; however, no medical intervention was needed.

Manufacturer narrative:
Received 1 used magic3 catheter. The sample was visually inspected for printing information in the package, and completed package sealing without openings and free of damages (holes, perforations, tears, pleats or channels). During the visual inspection no defects were found in the sample. No functional evaluation could be performed. The sample was received used, therefore it could not be evaluated since the integrity of the test would be compromised and the results may not be accurate. The reported complaint was found to be inconclusive due to the way the sample was received. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "intended use: the catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. Please contact your physician to determine which product options are best for you, paying close attention to product warnings/ precautions and adverse reactions. The catheter becomes slippery when wetted with water, eliminating the need for a separate lubricant. For your added convenience, this catheter is packaged with its own sterile water. Simply release the water from its foil packet and then tip the un-opened catheter package end-to-end. The catheter acts like a magnet to attract the water and activate its slippery coating. Follow these steps for best results. Release the water prior to opening the sealed catheter pouch: apply pressure to the foil packet to release the water. Ensure all water is released from the foil packet. Wet the catheter: hold package with printed side up. Tip package end-to-end three to six times to wet catheter. This movement is required so that the water transfers back and forth over the catheter to fully wet the hydrophilic coating. Use the catheter: peel back package to expose funnel end of catheter. If desired, use the self-adhesive tape on the package to temporarily attach the pouch to any dry vertical surface. Remove catheter and use according to physician¿s instructions. Warning: this is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use, do not resterilize. Made of silicone elastomer." (B)(4).

Event description:
It was reported that the catheter lacked lubricity. The patient attempted to insert the catheter; however, could not. The attempt allegedly caused soreness; however, no medical intervention was needed.